Event description:
On (B)(6) 2014, the nurse practitioner (np)reported that she performed diagnostics on the patient and high impedance was observed. The np performed two diagnostic tests and the lead impedance was 5570ohms one time and 5300ohms the second time. She stated this was observed a month ago and she had sent the patient for x-rays, but nothing of note was observed when the x-rays were reviewed. The np stated that the patient has not experienced any trauma to the site and is currently not experiencing any discomfort. A/p and lateral images of the neck and chest of the patient were received and reviewed by the manufacturer. The generator was seen in the left chest. The filter feedthru wires were intact. The lead pins appeared to be fully inserted into the head. The lead wire was intact at the location of the connector pin; however there was a portion of the lead located behind the generator that could not be assessed. The electrode placement appeared to be normal. Strain relief loop was present but no proper strain relief bend could be observed. Three-tie downs are present but are not placed as per labeling. Attempts were made for additional information; however, they were unsuccessful as the nurse is on leave and no other information could be provided.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.